Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 395 mg/dl at the time of the event. The customer recently had pneumonia. All of the customer's lab tests came back normal. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.